Event description:
During the f/u visit on (B)(6) 2012, pacing pauses of a few seconds were observed. This was reportedly due to noise sensing that inhibits the device. When the ventricular sensitivity was programmed to a very low setting (10 mv), the inhibition continued. Further, strong disturbances were observed during the ventricular threshold test. The reply was reprogrammed to vvt mode, and a holter was used for 24h, which confirmed this persistent noise sensing. A reintervention was performed to replace the pacemaker and associated lead. The lead could not be removed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.